Event description:
Ous MDR - after an implantation time of approx 29 months, several syncopes were reported within the period of (B) (6) to (B) (6) 2008.

Manufacturer narrative:
Ous MDR - visual inspection of the device revealed scratches on the front of the pacemaker. Mechanical inspection of the connector system showed no deviation that might explain any malfunction. All dimensions of the header bores were within the is-1 standard range. The set screws were contacting the connector pins and could be easily screwed in and out. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did no show deviations. A sample lead connector could be inserted and connected to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: ddd mode/60ppm/3.6v/0.4ms/unipolar. Pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. Device was subjected to a long-term test. It was connected to a load of 500 ohm and stored in a constant environment with a temperature of 37 degrees celsius. Pacing was observed at 100%. The documentation received was reviewed during analysis, which showed that the pacemaker was programmed to vvir-mode/60ppm/2.4v/0.4ms/bipolar and lead check activating during the implantation duration. It was noted that the r-wave trend showed intermittent steep drops from 15 mv down to below 3 mv. Ventricular lead impedance was found to be unstable during the last 137 days of implantation. A difference of up to 400 ohm was observed. Due to the fluctuating impedance and the r-wave droops, a lead problem should be taken into consideration as a root cause for the clinical observation. A review of the patient documentation showed that during the explantation, the lead was separately measured using the programmer. While the unipolar impedance was 800 ohm, the bipolar impedance was measured 1069 ohm. This underlines the assumption of a lead problem. Please note, that the lead was implanted for about 12 years.